Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 08/07/2015 with the following findings: during investigation, the pump was powered on and revealed a discolored display. Evaluation also revealed that the top of the battery compartment was cracked. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the display was discolored. Evaluation also revealed that the top of the battery compartment was cracked. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/07/2015.